Manufacturer narrative:
Description of changes: field added "date of this report" field : updated to "yes" field : updated "date received by manufacturer field checked "30 days", updated to "follow-up, # 1". Field checked " device evaluation" field added type of investigation (b): "10" field added manufacturer narrative. Added description of changes. File attachments.

Event description:
It was reported that the surgeon had a haptic sheared off of the lens as it was being inserted. The customer confirmed that a backup lens had been used to successfully complete the surgery.

Manufacturer narrative:
The device was not be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have caused or contributed to the reported issue is but is not limited to: · misplacement of the lens · inadequate application of ovd · dwell time after preparation the device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.